Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded fentanyl 750 mcg/cc for a total dose of 353.01 mcg/day via an implantable pump. It was reported on (B)(6) 2020, device interrogation/pump logs read a motor stall occurred on (B)(6) 2020, at 11:30:00. A critical alarm for stopped pump occurred on (B)(6) 2020 at 11:30:00. It was noted the patient had no signs of withdrawal or change in pan. The pump was reprogrammed on (B)(6) 2020 and a motor stall recovery occurred after the pump was interrogated. The patient was scheduled for a one month follow up to make sure the pump was infusing correctly. The patient was educated on reporting to the office for a pump check after any magnetic resonance imaging (MRI). It was noted that based on the residual and actual volume,the pump seemed to continue to infuse. It was noted the flex boluses of 19 mcg were every 2 hours and basal rate was 5.96 mcg/hr. The outcome of the event was resolved without sequelae on (B)(6) 2020. The device diagnosis was pump motor stall and the clinical diagnosis was pump motor stall without recovery. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related tomri. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient did not report to the office following magnetic resonance imaging (MRI) to check for pump stall. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient came in for a refill today and the hcp noticed the pump had stalled. It was noted that the patient had a MRI (magnetic resonance imaging) performed on (B)(6) 2020 and didn't have the pump checked afterwards. The pump was interrogated and the stall recovered. It was noted that the patient had no withdrawal symptoms; the reservoir was found to have 2 ml more than the expected volume. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.